Event description:
It was reported that a revision surgery was performed due to a dislocation, the surgeon exchanged the head for a 32 plus 4 for a biolox option 32m and a liner signature cup, ceramic original exchanged for hooded xlpe liner. Assessed stability and deemed stable by surgeon. No further information known, regarding risk factors, patient demographics etc.. As rep not in attendance or contacted about the case until completed.